Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving remodulin (dose and concentration unknown) via an implanted infusion pump. It was reported that the patient underwent a routine pump change-out on (B)(6) 2018, and the patient had an area at the end of the pump incision that oozed clear fluid and minor pus on palpation. It was noted that the patient had localized itching. The area was swabbed and sent for culture, and blood tests were abnormal. The gram stain was positive for staphylococcus and rare gram positive cocci. The event date was (B)(6) 2018. No other actions were taken, and the event was unresolved with no further actions planned. The patient's baseline weight as of (B)(6) 2012 was provided and it was indicated that this was the time point that weight was measured for the study. The event was considered related to the system modification procedure. No further complications were reported or anticipated.